Manufacturer narrative:
Other relevant device(s) are product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; ubd: 18-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of morphine and bupivacaine via an implantable pump. The indication for use was not provided. It was reported the patient called their healthcare provider's office and reported that they were having withdrawal like symptoms and had to go to the emergency room. The patient saw their managing physician the same day, (B)(6) 2019. On (B)(6) 2019 a catheter study was attempted but the hcp was unable to complete the study because they could not aspirate. There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was noted there were no pump alarms when the patient was seen. The issue was currently unresolved at the time of the report, (B)(6) 2019. It was indicated that surgical intervention was planned but had not yet been scheduled. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) and the initial reporter information was provided. It was noted the patient would see the doctor for a consult for a possible revision of the catheter. The patient¿s weight was not determined. No further complications were reported or anticipated.